Event description:
Edwards received notification that an intuity elite valve model 8300ab of unknown size was showing perivalvular leak one day after the implantation. The patient was placed under consideration for a transcatheter intervention.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a patient with an elite valve model 8300a19 underwent a reoperation due to aortic wall injury after an implant duration of 8 days. As reported, the initial procedure was uncomplicated with no paravalvular leakage and good resulting valve function. On pod # 1 a leak was observed during routine postoperative echo. During the reoperation an injury in the aortic wall down through the annulus and above the valve at the commissure between the left and right cusp was found. As per medical opinion, it happened sometime after surgery and provided some degree of aortic insufficiency. The injury was repaired with a suture and the valve did not require to be explanted. There was no allegation against the valve to be the cause of the aortic injury. The patient was discharged 4 days after the reoperation and was noted as to be fine.